Manufacturer narrative:
(B)(4). Date of initial report : 4/27/2016. Date of follow-up report : 7/29/2016. Three used l1818-04p01cn-1 were received for evaluation. Visual inspection of the loops on the sponges had come loose. One sponge the tag pouch had come loose from the cotton. The reported condition was confirmed. The loops and tag pouch appeared to have been sewed to the sponges at one point. The root cause of the loose loop/tag pouch could not be determined. A review of the manufacturing non conformances was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the customer report were within specified limits at the time of release.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 4/27/2016. The device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that a rf surgical lap sponge became unraveled during a case when the surgeon removed it from the wound, separating the green string and the small green patch containing the rfid capsule.